Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could be reproduced. The sample did not contain any common interfering factors against the testosterone assay. An interference caused by the medication finasteride and elevated rheumatoid factor levels can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received unexpected high results for two samples from the same patient tested with the elecsys testosterone ii assay on a cobas e 411 immunoassay analyzer. The sample measurements were reported outside of the laboratory and did not agree with the patient's clinical history, other test results, and imaging results. On (B)(6) 2018, a first sample from the patient was tested on the e411 analyzer, resulting with a testosterone value of > 52.1 nmol/l. On (B)(6) 2020, a second sample from the patient was tested on the e411 analyzer, resulting with a testosterone value of > 52.0 nmol/l. This sample was sent to another site for testing on a beckman coulter dxi800 analyzer, resulting with a testosterone value of 26.11 nmol/l (reference range = 8.40 - 28.70 nmol/l) on (B)(6) 2020. The serial number of the e411 analyzer is (B)(4).